Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot #: (B)(4), implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 21-jan-2018, UDI#: (B)(4). Device codes: (B)(4), patient codes: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient cut open the implant site and removed the battery with a scalpel. It was noted the patient pulled the battery out and the lead snapped in half and was partially explanted. The patient went to the ER and had their wound treated, and saw their urology office the following week when they realized the patient removed their own battery. It was noted that the patient was alive with injury, and that the issue was resolved at the time of the report. No further complications were reported/anticipated. On 2019-feb-06, initial reporter, health professional (other): no new information was reported.